Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (exact date is unknown). According to the complainant, during the procedure, when the device was being stretched by the obturator, the internal bolster tore. Nothing fell inside the patient. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Since the initial medwatch report was filed, the device has been evaluated.

Manufacturer narrative:
A visual examination of the device found the internal bolster to be securely attached to the tubing. During the physical evaluation, the obturator anchor pocket of the internal bolster was found to be torn the full length of the left side. Bolster appears to have been molded properly with no voids, bubbles or thin areas noted. The condition of the returned unit was not consistent that the internal bolster was detached. Because the bolster was not found to be detached, the most probable root cause of "not confirmed" is selected for the complaint. Confirmation was made with the facility to ensure the complaint device was sent back. Based upon the investigation results the event has been changed to non-reportable.

Manufacturer narrative:
The exact patient age is unknown, however reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (exact date is unknown). According to the complainant, during the procedure, when the device was being stretched by the obturator, the internal bolster tore. Nothing fell inside the patient. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.